Event description:
The customer reported that the system displayed an error message and all the lights on the c-arm came on. When they restarted, the left monitor did not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the left monitor. The system was tested and found to be working as intended and put back in service.